Event description:
Reporter reports that in spite of the clamp being closed, fluid was leaking from the distal end of the transfer set. On 09/20/2006, MFR discovered that the cause of the leak was broken occluder feet. No pt injury or medical intervention was indicated at the time of the report.